Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack at a battery area and on back. Customer's blood glucose level was unknown. Troubleshooting was done for cosmetic damage. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.